Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that the patient continued to complain of nausea and vomiting outpatient. The symptoms were suspected to be due to right heart failure. A gastrointestinal consult was ordered, and the nausea and vomiting were treated with antiemetics.

Event description:
The patient was admitted and treated with intravenous (IV) diuretics due to large right pleural effusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (right heart failure and patient condition) and heartmate 3 left ventricular assist system, serial number (B)(6) cannot be conclusively determined. Additional information regarding the event was requested from the account; however, nothing has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (right heart failure and patient condition) and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined. No further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2023 for shortness of breath, nausea, and severe orthopnea. A right thoracentesis was performed on (B)(6) 2023, and 1 liter of fluid was removed. Inotropes were started on (B)(6) 2023 for right heart failure following a right heart catheterization (rhc).